Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation.visual inspection was performed and the large, blue pull ring patient line cap was not seated onto patient line. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of the homechoice cassette was loose and fell off. This occurred after opening the package, before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.